Event description:
On (B)(6) 2014 the distributor contacted animas alleging that the patient experienced a low blood glucose (bg) of 1.8mmol/l and that the patient thought the pump was over-delivering insulin. A review of the pump histories showed repeated loss of prime alarms occurred on (B)(6) 2014. The infusion set and cartridge were reportedly changed but almost 2 hours late the pump reportedly alarmed again for loss of prime. The patient was reportedly then placed on an old pump. During the loss of prime issues the patient reportedly experienced some low bgs. The patient¿s low bg was reportedly treated with oral carbohydrates. The pump was reviewed with the reporter and total daily dose histories and boluses added up appropriately, as well as the insulin remaining readings. However, the reporter remained concerned that the pump was over-delivering insulin, and the pump was replaced. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with prime issues and the allegation that the pump was over-delivering.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 04/10/2014 with the following results: no loss of prime was duplicated during the investigation, the pump reflected 24u after a 24hr on 1u/hr duration test. The pump clearly displays ¿be sure set is disconnected from your body¿ before each prime operation. The device performs within specification. Black box shows multiple ¿loss of prime¿ warnings due low non-zero force on (B)(6) 2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Correction to alert date: alert date is (B)(6) 2014, not (B)(6) 2013. Incident description has been updated accordingly on this supplemental report.

Event description:
On (B)(6) 2013, the distributor contacted animas alleging that the patient experienced a low blood glucose (bg) of 1.8mmol/l and that the patient thought the pump was over-delivering insulin. A review of the pump histories showed repeated loss of prime alarms occurred on (B)(6) 2014. The infusion set and cartridge were reportedly changed but almost 2 hours late the pump reportedly alarmed again for loss of prime. The patient was reportedly then placed on an old pump. During the loss of prime issues the patient reportedly experienced some low bgs. The patient¿s low bg was reportedly treated with oral carbohydrates. The pump was reviewed with the reporter and total daily dose histories and boluses added up appropriately, as well as the insulin remaining readings. However, the reporter remained concerned that the pump was over-delivering insulin, and the pump was replaced. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with prime issues and the allegation that the pump was over-delivering.